Manufacturer narrative:
Additional information in g4, h6 investigation results: it was reported that the trial (75023360) cracked during use, while instruments were outside the patient. The procedure was completed using a smith & nephew backup device. No surgical delay or injury to the patient was reported. The complaint device, used in treatment, was returned for complaint investigation. The complaint part was found broken in two pieces. A review of the batch record revealed no deviations from the standard manufacturing process. A review of the complaint history revealed one additional complaint for the batch in question. However, there is no indication that the device did not meet specifications at the time of manufacturing. Based on the conducted investigation, the root cause for the device breakage could not be determined conclusively and stays undetermined. No further actions are deemed necessary. Smith+nephew will continue to monitor this device for similar issues. The complaint device will be discarded.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the trial cracked during use, while instruments were outside the patient. The procedure was completed using a sn backup device. No surgical delay or injury to the patient was reported.